Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. To resolve the condition, the graphic user interface touch frame was replaced. The ventilator passed self-testing.

Event description:
It was reported that the ventilator generated a screen block error. The ventilator was being used on a patient at the time of the event. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.